Event description:
It was reported that during routine clinic visit, no history was unable to be accessed with the system monitor as the monitor had error message. To troubleshoot, the system monitor was switched to the heartmate touch (hmt) but the history was blank. The pocket controller was then exchanged and the history was able to be accessed with no incident.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system monitor and controller was unable to be confirmed. The heartmate 3 system controller (serial number:(B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 2 days ((B)(6) 2023, (B)(6) 2023 per timestamp). Events captured on(B)(6) 2023 took place in the testing labs at abbott. There were no notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The system controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller was able to operate as intended. The alarm history was able to be successfully viewed on the system monitor. The root cause of the reported event was unable to be conclusively determined through this investigation the device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.